Manufacturer narrative:
Device received with critical pump error and pump error 35 due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Unable to determine battery anomaly due to critical pump error. Device received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin pump error alarm. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm, but then got a failed battery so they changed the battery and got insulin pump error alarm again with no option to clear the alarm. Customer stated that the insulin pump had cracks above screen and on back of battery compartment. Customer stated that the insulin pump had stopped and changed the battery and a message comes up with a message of critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.